Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation the rear response button was non-functional. The rear response button cable was damaged, resulting in an open connection on the cable. The monitor enclosure showed signs of physical abuse. The root cause for the damaged response button cable was excessive force. No adverse event resulted from the defective monitor.